Event description:
It was reported that the patient presented for a generator change. During the procedure, the physician attempted to unscrew the connector pin. When the hex wrench touched the connector pin on the leads, the implantable cardioverter defibrillator pacing output was lost. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of capture and pacing anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.